Manufacturer narrative:
Additional product code: hwc. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of one (1) variable angle-locking compression plate (va-lcp) proximal tibia plate, small blend, four (4) variable angle (va) locking screws, four (4) cortex screws due to infection. All hardware was intact. Original implant was on (B)(6) 2016. Procedure was successfully completed with no surgical delay. Patient status is unknown. This report is for one (1) 3.5mm va-lcp prox tibia plate small bend/6h/117mm/left. This is report 1 of 3 for (B)(4).